Event description:
New information received notes that atrial noise has been persistent and the patient complained of extreme dizziness. No interventions have been made, and the physician elected to continue to monitor.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. UDI was not available for this product.

Event description:
It was reported that the patient presented for in-clinic follow up. Upon interrogation it was revealed that the right atrial lead exhibited sensing noise resulting in several episodes of inappropriate mode switch. The noise was reproduced with isometric exercise. No interventions were reported. The patient was stable and will continue with scheduled monitoring.